Manufacturer narrative:
The technician adjusted the brake caster to repair the bed.

Event description:
During a safety check the technician found the rear brake caster was not working or holding properly when in brake.